Manufacturer narrative:
The insulin pump was unable to prime during the prime test and motor error alarm occurred during the basic occlusion test due to faulty force sensor resistor. No compromised force sensor system alarm. Motor passed the motor test. The drive support disk was inspected and no anomaly was noted. The device was received with a scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system during manual prime. During troubleshooting, the customer explained that she was unable to exit the rewind/prime loop. Customer stated the device alarmed, showed numbers and then went blank. She stated the insulin pump was not bumped or dropped and the drive support cap appeared normal. Customer's blood glucose value was 194 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.